Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that there was no delivery/occlusion alarm. The customer reported being treated with a manual injection/insulin pen and an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. The troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summery: customer¿s reported having sensor glucose versus blood glucose issue, sensor updating alert, and a high blood glucose event. The high occurred at school at 13:00 and was treated with auto corrections from the pump. There was no manual injection. Customer alleged under delivery since sensor glucose was 8.2mmol/l while blood glucose was 22mmol/l. There was no allegation of no delivery/occlusion alarm. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. They did not actually use manual injection (though they had it as a backup plan).